Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The rv lead was discovered to be fractured using fluoroscopy. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.